Event description:
It was reported that the implant collar at tooth site #14 fractured. The implant was removed. The patient is not returning for replacement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Initial reporter fax number and last/given name unknown / not provided. Additional PMA/510(k) number ¿ k013227. Device manufacture date unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v mtx 6m m 5.7mm 11.5mm (tsv6b11) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device was location is #14 and was used for approximately 15 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (60520785). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60520785) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.